Event description:
Additional information received indicated that three months after the index procedure, the patient died of cardiopulmonary arrest after sudden paired consciousness. The post-mortem CT scan showed a subarachnoid hemorrhage and hemorrhagic stroke but the site of aneurysm could not be confirmed. No action was taken. According to the physician, the relationship of the event to the procedure and the enterprise was unknown. No films are available, and the patient was compliant with medical therapy. No further information was available. The initial report from clinical study (B)(4) for patient with ID #(B)(4) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)) and codman coils (orbit coil-(B)(4) x4, orbit coil-(B)(4), orbit coil-(B)(4), and orbit coil (B)(4)) for a ruptured aneurysm of the basilar artery, and one day after the procedure, the patient had a stroke and brain infarction of the right cerebellum- midbrain - right occipital lobe - both sides thalamus. The patient had after effects of paralysis and articulatory disorder. The patient is currently being follow-up. The physician considered the patient's condition became slightly worse as thrombus was the caused with the vrd stent implanting. There is no information if the thrombus was present prior to implanting, but there it was possible that thrombus formed after the vrd was implanted, and the event was a thromboembolic stroke. MRI angiograms were done the day of the event that showed vrd thrombosis. However, the stent was patent.

Manufacturer narrative:
Additional information received indicated that three months after the index procedure, the patient died of cardiopulmonary arrest after sudden paired consciousness. The post-mortem CT scan showed a subarachnoid hemorrhage and hemorrhagic stroke, but the site of aneurysm could not be confirmed. No action was taken. According to the physician, the relationship of the event to the procedure and the enterprise was unknown. No films are available, and the patient was compliant with medical therapy. No further information was available. The initial report from clinical study (B)(4) for patient with ID #(B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd ((B)(4)) and codman coils ((B)(4)) for a ruptured aneurysm of the basilar artery, and one day after the procedure, the patient had a stroke and brain infarction of the right cerebellum- midbrain - right occipital lobe - both sides thalamus. The patient had after effects of paralysis and articulator disorder. The patient is currently being follow-up. The physician considered the patient's condition became slightly worse as thrombus was the caused with the vrd stent implanting. There is no information if the thrombus was present prior to implanting, but there it was possible that thrombus formed after the vrd was implanted, and the event was a thromboembolic stroke. MRI angiograms were done the day of the event that showed vrd thrombosis. However, the stent was patent. It was noted that the enterprise was fully expanded, opposed to the vessel wall and in a stable position after it was deployed at the site, and during initial angiograms, the distal flow was seen throughout the affect vasculature, but a cd copy of the procedure is not available. The physician stated that the event was possible related to the vrd stent and it may have caused the thrombosis. The act pre anticoagulant therapy was 129 secs and post anticoagulant therapy was 214 secs. The aneurysm was fusiform, neck was 3.8 mm and the neck to sac ratio was 3.8 mm/3.1 mm. The parent vessel size proximal was 2.5 mm and distal was 3.5 mm. Other devices used during the case consisted of 7f guide catheter softip (boston scientific), prowler select plus microcatheter ((B)(4)), sl-10 microcatheter (boston scientific) .014inch chikai guidewire (asahi intecc), orbit coil ((B)(4)) x4, orbit coil ((B)(4)), orbit coil ((B)(4)), and orbit coil ((B)(4)). Medications consisted of cilostazol 200 mg/day from (B)(6) 2010 - continuously, aspirin (B)(6) 2010 - continuously, and heparin 5000 u/day on (B)(6) 2011. A review of the manufacturing documentation associated with these lots (15132312 x4, 15131135, 15131124, and 15116684) presented no issues during the manufacturing process that can be related to the reported complaint. Review of all the lots revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hemorrhage stroke and subarachnoid hemorrhage are known potential adverse events associated with the use of intracranial stent placement and coils as listed in the enterprise IFU as such. The inherent risk of introducing devices into the delicate cerebral vessels as well as the changes in intracranial pressures and anatomy post coil placement within the aneurysm can contribute to the occurrence of intracranial and aneurismal bleeding complications. Coil embolization patients are started and maintained on anticoagulant and anti-platelet medication regimens that can contribute to the likely hood of bleeding in the peri and post operative phases. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that target lesion specifically the size of the aneurysm and the number of coils inserted, medication regimen and procedural issues may have contributed to the reported events. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2010-00374, 1058196-2012-00376, 1058196-2012-00377, 1058196-2012-00378, and 1058196-2012-00379.

Manufacturer narrative:
It was noted that the enterprise was fully expanded, opposed to the vessel wall and in a stable position after it was deployed at the site, and during initial angiograms, the distal flow was seen throughout the affect vasculature, but a cd copy of the procedure is not available. The physician stated that the event was possible related to the vrd stent and it may have caused the thrombosis. The act pre anticoagulant therapy was 129 secs and post anticoagulant therapy was 214 secs. The aneurysm was fusiform, neck was 3.8mm and the neck to sac ratio was 3.8mm/3.1mm. The parent vessel size proximal was 2.5mm and distal was 3.5mm. Other devices used during the case consisted of 7f guide catheter softip (boston scientific), prowler select plus microcatheter ((B)(4)), sl-10 microcatheter (boston scientific), .014 inch chikai guidewire (asahi (B)(4)), orbit coil ((B)(4)) x4, orbit coil ((B)(4)), orbit coil ((B)(4)), and orbit coil ((B)(4)). Medications consisted of cilostazol 200mg/day from (B)(6) 2010-continuously, aspirin (B)(6) 2010-continuously, and heparin 5000u/day on (B)(6) 2011. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2010-00374, 1058196-2012-00376, 1058196-2012-00377, 1058196-2012-00378, and 1058196-2012-00379.